Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. Another error alarm was confirmed in the history file. No other alarms noted during testing. The motor was tested outside of the device and it passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corner, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.